Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) and was admitted to the emergency room (ER). The patient¿s health no longer presented with indication that warranted an ICD and the device was uncomfortable for the patient. The patient wanted the device removed. The device was removed and was not replaced. No further patient complications have been reported as a result of this event.